Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Iop increase and stent obstruction are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (iop increase, iris touch, and stent obstruction) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented approximately eight (8) months postoperatively with elevated intraocular pressure (iop), and one (1) of the three (3) implanted stents obstructed by the iris, with another stent touching the iris without obstruction. Per report, the event was described as "mild" and "non-serious", with no intervention and the event ongoing. Additional information has been requested.